Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not switch from AED mode to manual mode on the first several attempts. In this state defibrillation therapy may be delayed or unavailable if needed. After several attempts the device worked as expected and shocked the patient successfully. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device would not switch from AED mode to manual mode on the first several attempts. In this state defibrillation therapy may be delayed or unavailable if needed. After several attempts the device worked as expected and shocked the patient successfully. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.